Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2014. At the time contact with dexcom technical support, no medical intervention or injuries were reported.